Event description:
During a lap sigmoid resection procedure, the device originally worked and then stopped working after one hour. A new instrument opened to complete procedure. No pt consequence.

Manufacturer narrative:
Cracked blade/melted tissue pad. Eval summary: the analysis results found that the device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure." Additionally the tissue pad was melted. No pieces were missing. Based on the condition of the tissue pad, it appears possible that the clamp of the device may have been closed and the instrument activated without tissue present.